Manufacturer narrative:
Concomitant products: product ID 3095-10, serial # (B)(4), implanted: (B)(6) 2005, product type extension; product ID 3889-28, lot # j0519603v, implanted: (B)(6) 2005, product type lead. (B)(4).

Event description:
The patient via the manufacturer representative reported that their device did not work and it stopped working two months after it was put in. The patient stated that they saw the healthcare professional (hcp) six months prior to the report and the hcp stated that sometimes it just did not work for people. The patient reported that it did not do what it was supposed to do and was interested in having it checked. The scheduler informed the patient that they last saw the hcp in 2006. The patient was scheduled for an appointment to see the hcp on (B)(6) 2015. The event occurred during use and the indication for use was urinary dysfunction/sacral nerve stimulation. No outcome or intervention was reported regarding this event. Further follow- up is being conducted to obtain information. If additional information is received, a follow- up report will be sent.

Manufacturer narrative:
Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the device wasn¿t working and hadn¿t worked in quite some time, since the last time they had a checkup with their healthcare provider which was ¿quite a few years ago.¿ the patient could not confirm if the device wasn¿t working was due to normal battery depletion or not. It was noted that the patient¿s doctor wants an MRI of their shoulder, so the patient wanted to know their options for getting the device removed. No further patient complications are anticipated or expected as a result of this event.